Manufacturer narrative:
The electrode lot number was r58 with an expiration date of (B)(6) 2024. The field service engineer did not find a cause for the issue. He flushed the sample probe, vacuum nozzle, and sipper nozzle. He cleaned the ise waste valve, electrode block, and vacuum vessel. He performed precision testing that passed and the customer performed calibration and qc that passed. The investigation did not identify a product problem. The cause of the event could not be determined but appeared to be resolved after the service actions.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas pro ise analytical unit. One example was provided. The initial result was 150 mmol/l and was reported outside of the laboratory. The repeat result on another cobas pro ise analytical unit was 140 mmol/l. The repeat results were believed correct.